Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. X-rays were reviewed by a third party hcp and notes extensive osteolysis around the acetabulum with a loose and vertically rotated cup. There was lucency and osteolysis along the femoral stem. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03241.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.